Event description:
It was reported that at device changeout during dft testing, the device failed to convert the patient. An alert was received for possible hv lead issue and output circuit damage. Pocket was opened and device connections were checked. No issue was found. Physician then decided to use another device. Lead anomaly suspected. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed via review of stored electrograms in the laboratory. Analysis found high voltage circuit damage on the device. It is believed to have been caused by a damaged lead. Additional testing on the low voltage pacing circuitry was performed. All low voltage device functions tested normal.